Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent additional surgery on (B)(6) 2013 during which the surgeon noted: she took down adhesions between the mesh, omentum, and bowel. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted she lysed dense adhesions between the small bowel and the mesh, which took approximately an hour. It was reported that the patient experienced severe pain, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. It was reported that the patient is deceased. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/20/2021.

Manufacturer narrative:
Date sent to the FDA: 1/12/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.